Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-aug-2017. The most recent information was received on 07-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of back disorder ('blocked back') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced back disorder (seriousness criterion medically significant), migraine ("migraines"), formication ("formication on arms and legs during the night"), musculoskeletal stiffness ("muscular stiffness") and fatigue ("severe fatigue") and was found to have weight increased ("weight gain (12kg)"). On (B)(6) 2015, the patient had essure inserted. At the time of the report, the back disorder, weight increased, migraine, formication, musculoskeletal stiffness and fatigue outcome was unknown. The reporter provided no causality assessment for back disorder, fatigue, formication, migraine, musculoskeletal stiffness and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 21-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of back disorder ("blocked back") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced back disorder (seriousness criterion medically significant), weight increased ("weight gain (12kg)"), migraine ("migraines"), formication ("formication on arms and legs during the night"), musculoskeletal stiffness ("muscular stiffness") and fatigue ("severe fatigue"). At the time of the report, the back disorder, weight increased, migraine, formication, musculoskeletal stiffness and fatigue outcome was unknown. The reporter provided no causality assessment for back disorder, fatigue, formication, migraine, musculoskeletal stiffness and weight increased with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.